Manufacturer narrative:
Follow-up #1; date of submission: 11/14/2016.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the pump had an inaccurate delivery issue. There was no allegation of an adverse event. This complaint is being reported because there was an allegation against the delivery function of the pump.